Event description:
It was reported to philips that the c-arm movement had a delayed response. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that there was no delay in finishing the procedure. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and confirmed that c-arm movement had a delayed response when using the system's geometry module. Troubleshooting and review of the system's log file determined that the geometry (geo) module was the source of the issue. The fse replaced the geo module. The geo module was returned for analysis and no failure was observed and the specific root cause of the issue could not be determined. After replacement of the geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.